Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture. It was reported that customer went into a swimming pool with insulin pump connected. Customer's blood glucose was unknown. Insulin pump would be replaced

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. Unable to perform any tests due to blank display. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted..